Event description:
The facility's biomed engineer reported an infusion pump with an 812:01 failure code that was found in the device's event history during biomed testing. A baxter service tech found failure code 812:02 in the device's event history during service. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event.